Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 380cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade iii and ii for the left and right breast, respectively. As a result, the patient will undergo removal and replacement on (B)(6) 2022. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-06255 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received information that the patient underwent unilateral removal and replacement of the left breast implant. As this file pertains to the right breast implant, there was no removal of the device and it is still implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).